Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a puncture closure of an unspecified vessel was completed using a starclose se device after a cardiac catheterization procedure. Reportedly, the patient has an allergic reaction, 3cm raised, red, irritated and itchy area at the access site. The patient has a known allergy to nickel. The patient is being treated with antihistamines and topical steroids. No additional information was provided.